Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump was unable to perform occlusion test due to motor error alarms. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was unknown. The customer could not recall any significant leading to the alarm. The customer was advised to return the pump and zero out the basal rates. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.